Event description:
It was reported during a laparoscopic assisted vaginal hysterectomy while using the tsw35 the physician fired the device on broad ligament, released the device and then closed it to remove the device from the trocar. The scrub tech then attempted to release the device to reload and it would not release (the top jaw was loose). A new tsw35 was opened and the same thing happened with the second device. A third device was opened to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Device-a: d5,6; h2,3,4,6; g4: added additional info. H6; anvil dislodged. Product complaint analysis team has completed its investigation of device. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: batch number, ab k0174y; cartridge pan in place/condition, ab yes/good; condition of drivers, ab good; lockout tabs on pan condition, ab fired and position/condition of wedge sleds, ab fully fired. Functional tests & results: condition of clamp first lockout, ab good; condition of clamping mechanism, ab damaged; condition of firing mechanism, ab good; condition of knife, ab good; condition of wedge bands, ab good; is hyper lockout condition present, ab no and result of attempted firing, ab good. Analysis conclusion: based upon info received and visual examination, it was concluded that instruments were returned with anvils dislodged from closure tube. When this condition exists pressing release button will not open instrument. Anvils were re-aligned and instruments were cylced, fired, cut, and formed staples within design specification. No conclusion could be reached as to how this damaged occurred. Each instrument is evaluated during assembly process to ensure it functions properly.